Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The device was advanced from the right femoral artery to treat the right superficial femoral artery. The physician encountered difficulty in manipulating the wire guide due to moderate calcification, but finally passed over the bifurcation. Then, an attempt was made to dilate the balloon. The balloon would not inflate. Another balloon catheter was used to complete the procedure. There have been no adverse effects to the patient reported.